Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unknown. The revision of a non-stemmed pegged tibial component to a stemmed component with a 130mm stem extension in use with a trabecular metal cone seems to indicate inadequate bone stock of the tibia. This may have led to loss of fixation of the tibial component which could have contributed to pain alleged by the patient. However, loosening cannot be verified with the information provided. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.